Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the speaker needed to be replaced. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple requests for information were sent to determine if there was allegation related to the speaker and why the speaker was being replaced; however, no response was received. Analysis was not able to be performed due to lack of information/response from the customer. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. It was confirmed that a replacement speaker was shipped to the customer. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the speaker needed to be replaced. The reason for the replacement was not provided. The device was in use on a patient at time of event, there was no adverse event reported.